Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has an air-in-line sensor that is constantly alarming. There was no physical damage/mishandle abuse reported. The issue occurred during setup. There was no patient involvement.

Manufacturer narrative:
D3 - manufacturing plant address, state, and zip code. One device was received for evaluation. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to the air detector sensor. As a result, the air detector sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.